Event description:
It was reported that this patient was being checked for the first time in three years and the device check indicated the shock lead impedance measurements have been gradually rising over the last year. The impedance appeared to have plateaued at high levels of approximately 95 to 110 ohms but out of range measurements were observed when measured from the right ventricular (rv) lead to the device can (125 ohms) and from the rv lead to the right atrial (ra) lead including an array (128 ohms). Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to discuss this with the physician. Ts also indicated they could consider performing defibrillation threshold (dft) testing or deliver a commanded shock to confirm the patient can be converted. The lead remains in-service. There were no reported patient symptoms or adverse patient effects.